Manufacturer narrative:
(B)(4). Batch # t9315g. Investigation summary: the analysis results confirmed that one 5dcs instrument was received with no damage in the external components. When testing the instrument for functionality, it was noted that the end effector was found damaged. No conclusion could be reached as to why the end effector of the device was returned damaged. A manufacturing record evaluation was performed for the finished device lot/ batch and no non-conformances were identified.

Event description:
It was reported that during unknown procedure, professor tried to open the jaw of scissors but jaw did not move. It is unknown how procedure was completed. There was not patient consequence.